Event description:
It was reported that during blood draw with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the stopper popped out of the tube. There was no user impact and there was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: there is an occasion where the stopper pops off during the inversions performed. The phlebotomist refers that the sample was drawn by using the vacuum, and after sample collection it was begun to do the inversions, when the stopper popped off and the blood fell on the table, wall, and discard container, there was no contact of blood with the phlebotomist.

Manufacturer narrative:
H6: investigation summary: bd received 1 photo from the customer in support of this complaint. The photo shows blood splatters on the medical equipment however, the photo does not show any tubes that have the stopper popped off. Therefore, 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits of 2.43ml ¿ 2.97ml. No issues were observed with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode because the photo did not show the failure mode and retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text: see h10.

Event description:
It was reported that during blood draw with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the stopper popped out of the tube. There was no user impact and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: there is an occasion where the stopper pops off during the inversions performed. The phlebotomist refers that the sample was drawn by using the vacuum, and after sample collection it was begun to do the inversions, when the stopper popped off and the blood fell on the table, wall, and discard container, there was no contact of blood with the phlebotomist.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.